Manufacturer narrative:
Additional info: further information was provided reporting the patient complained of constant hazy and cloudy vision with all activities. A non-johnson & johnson lens was successfully implanted as a replacement. The patient outcome was reported as stable. No additional information was provided. The following sections have been updated accordingly: section b3: date of event: nov 7, 2022. Section h6: health effect - clinical code: 2137 blurry. The code provided in the initial report 4582- no patient involvement / no harm is no longer applicable. Section h6: medical device problem code: 2993 no reported device problem. The code provided in the initial report 1384 - mechanical problem is no longer applicable. Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: jan 24, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the iol was received wrapped in gauze. The iol was cleaned and visual inspection under magnification was performed. No issues were identified with the iol. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a mechanical failure. There was no sutures required, however, a vitrectomy was performed and the incision was enlarged. There was no patient injury. No other information was provided.